Event description:
The physician was performing a varices banding of the esophagus using a band ligator. After all bands were fired, the optiview barrel detached from the distal end of the endoscope and remained in the pt's esophagus. The barrel was retrieved using a basket. The pt was reported to be in stable condition.